Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level was "high"; however specific value was not provided. Reportedly, the customer treated their elevated bg level with a manual injection of insulin and reverted to an alternate method in insulin therapy.